Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was used during a pelvic floor repair (pfr) procedure performed on (B)(6) 2022 for the treatment of stress urinary incontinence. During the procedure, it was noticed that the mesh tore apart outside the patient. The procedure was completed with another advantage device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was used during a pelvic floor repair (pfr) procedure performed on (B)(6) 2022 for the treatment of stress urinary incontinence. During the procedure, it was noticed that the mesh tore apart outside the patient. The procedure was completed with another advantage device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of mesh detachment. Block h10: the returned advantage device was analyzed and found that one of the dilators had become separated from the sleeve. The sleeve was torn at the point where it begins to overlap with the dilator. While it was reported that the mesh tore apart, it is likely that the user was describing the problem of dilator detachment that was found during the visual inspection of the returned device. With all the available information, boston scientific concluded the complaint was confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. Based on the gathered information, it is likely that excessive pulling force was applied during the placement of the mesh, resulting in the analyzed device condition of the dilator being detached. The procedure was completed using another device. Therefore, the investigation concluded that the most probable cause for this complaint is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.